Manufacturer narrative:
Additional information for:g3, g6, h2, h6, and h10 as reported in a research article, a patient underwent aortic valve replacement with a sjm trifecta valve. An event of symptomatic bradycardia and intermittent ventricular tachycardia episodes was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "case series of late complications after transcatheter mitral annuloplasty using cardioband and surgical treatment options" was reviewed. The following research article presents a case study on a (B)(6) multimorbid male patient who had undergone coronary artery bypass, coronary angioplasty with stent placements and percutaneous transcatheter mitral valve repair using a cardioband device(edwards lifesciences). 10 months post-procedure the patient underwent a redo-surgery with cardiopulmonary bypass due to a shifted cardioband at the margin of the posterior mitral leaflet. The patient underwent complete annuloplasty repair using an edwards physio ii ring. In addition, the patient underwent aortic valve replacement with an sjm trifecta valve as well as reconstruction of the tricuspid valve with a physio ring tricuspid(edwards lifesciences). Post-operatively, the patient was hemodynamically stable under moderate dosage of inotropes. The subsequent course was complicated due to a symptomatic bradycardia with intermittent ventricular tachycardia episodes, thereby requiring implantation of a prophylactic implantable cardioverter-defibrillator. The patient improved gradually and was discharged 1 week after surgery. A post-operative transesophageal echocardiography (tte) control after 6 months showed patency of the valves with mild mitral regurgitation. The following report is being conservatively reported. The article concluded that repair of the mitral valve with cardioband annuloplasty has been reported to have good success rates. The primary and correspondence author of the article is george awad, md, department of cardiothoracic surgery, otto-von-guericke university magdeburg, leipziger strasse 44, 39120 magdeburg, germany with the corresponding email: george.awad@med.ovgu.de.